Manufacturer narrative:
A correlation between the device and the reported driveline and pocket infection could not be conclusively determined through this evaluation. The evaluation of left ventricular assist system (lvas) did not reveal any device-related issues. The pump was returned assembled with the driveline cut approximately 6 inches from the pump housing and the distal portion was returned measuring approximately 32 inches. The sealed inflow conduit and sealed outflow graft conduit were returned detached from their respective pump ports. Upon disassembly, visual inspection of the pump blood-contacting surfaces revealed no evidence of adhered depositions or thrombus formations that would have contributed to the reported event. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope did not reveal any anomalies related to wear or damage. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years and 9 months. The explanted pump was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. The patient was admitted from (B)(6) 2017 for a pseudomonas lvad exit site infection. The patient presented with new onset driveline site tenderness and purulent drainage, and was treated with ciprofloxacin. A positron emission tomography scan found concern for a deeper nidus of infection around the pump, and the patient was ultimately discharged to complete a course of cefepime in addition to ciprofloxacin as a bridge to eventually exchanging the lvad due to pump pocket infection. On (B)(6) 2017, the pump was exchanged with another manufacturer¿s pump. No additional information was provided.